Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
Pericardial effusion occurred during a procedure in which the nrg transseptal needle was used. A transseptal puncture was achieved using the nrg transseptal needle and a swartz sl1 sheath. A flexcath sheath was advanced over an amplatz 0.032" exchange guidewire, and cryoballoon ablation was completed without complication. Following the procedure, a pericardial effusion was detected with hypotension. A pericardial drain was placed until the patient was stable. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.